Event description:
During pre-procedure preparation, the user noticed that the millenium mg collimator had partially released from two of its four locking mechanisms. There was no report of the collimator falling. A patient was not involved and no injuries were reported.